Event description:
The customer states that the strip buttons and four function buttons are not functioning. No patient involvement is addressed.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.